Event description:
As the scrub tech was wiping down the instrument, she noted that there was some flexibility in what should be an inflexible handpiece and that the insulator has two holes, one on each side, where the joint is. The insulator appears to be melted. The cautery was set at 35 intially and then increased to 40. Initial testing of the cautery unit indicates it is working appropriately, but it is being returned to the manufacturer for evaluation, as is the dissector. There was no patient injury detected. Manufacturer response (as per reporter) for cautery unit, (brand not provided)the unit was checked by our technician and found to be functioning properly. Nonethess, it is being returned to the manufacturer for evaluation. Manufacturer response (as per reporter) for dissecting forceps, pks lyonswe will return device to manufacturer for evaluation.